Event description:
Per oos, this lead would not stay in the correct place. This lead was replaced with a setrox s 53. The hosp disposed of the lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the qual documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the qual documents confirmed a regular device mfg.